Manufacturer narrative:
(B)(4). During troubleshooting by baxter, this alarm was determined to be caused by use/user error; therefore, the device was not requested for evaluation. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during the initial drain. The hp stated he pressed go to start therapy before connecting to the hc. The technical service representative (tsr) assisted the hp to cycle power and explained the alarm indicates a large amount of air entered the set up. The tsr advised the hp to start over with over all new supplies and further reviewed proper set up procedures. There was no patient injury or medical intervention indicated at the time of the initial report.